Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic stimulation on the left side with the left ventricular lead output at 1.5 v, 0.5 ms, in both the bipolar and the left ventricular tip to right ventricular coil configurations. When programmed to the left ventricular ring to right ven- tricular coil configuration, there was no capture at high outputs.